Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for separator position with the incident lot was not observed. Additionally, 10retention samples from bd inventory were evaluated. 10 retained samples from the same lot number were taken, drawn with horse blood, mixed, and stood for 30 minutes. They were then centrifuged at 3450rpm for 10 minutes. All samples separated as expected with complete barriers. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the defect was not evident in the testing of the retained samples, and on the photographs attached. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that after centrifugation with bd vacutainer® barricor¿ lh plasma blood collection tubes there is poor barrier separation. This occurred on 4 separate occasions, however, patient impact was not reported.. The following information was provided by the initial reporter: we have found with lot 9276606, expiry 2021-02-28 of barricor tubes that the mechanical separator is not always engaging properly when they are spun (it¿s staying near the top of the tube). We just had four from the ER here that we had to cancel. Is anyone else having trouble with this lot number?

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after centrifugation with bd vacutainer® barricor¿ lh plasma blood collection tubes there is poor barrier separation. This occurred on 4 separate occasions, however, patient impact was not reported.. The following information was provided by the initial reporter: we have found with lot 9276606, expiry 2021-02-28 of barricor tubes that the mechanical separator is not always engaging properly when they are spun (it¿s staying near the top of the tube). We just had four from the ER here that we had to cancel. Is anyone else having trouble with this lot number?